Manufacturer narrative:
Concomitant products: dtpb2q1 crtd implanted (B)(6) 2021; 459888 lead implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea, arrhythmia and atrial fibrillation (af). The right atrial (ra) lead exhibited small p waves and intermittent undersensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.